Event description:
It was reported that a patient underwent excision of the ganglion on (B)(6) 2021 and suture was to be used. During the procedure, the suture was found to be shorter than the normal size. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Please provide a picture of the suture that was found to be shorter that the normal size.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 2/3/2022 h6 component code: g07002 no device problem found additional information: d4, h3, h4, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational narrative: actual customer complaint sample or same batch representative sample are not returned. Same batch manufacturer retained sample evaluated for [appearance], [suture length] and [suture diameter] per current version of sop-06-14 and no issue found, detail testing data please refers to investigation plan. DHR reviewed and no issue found. The root cause of this complaint can¿t be determined, this complaint data will be kept for trend analysis. The following additional information was requested, but unavailable: please provide a picture of the suture that was found to be shorter that the normal size:¿¿ all answers above are unobtainable. Once there is any update, we will update the information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.